Event description:
It was reported that the pt underwent a exploratory laparotomy and right salpingooporectomy in 2003. Fourteen days later the pt presented with open borders of upper and lower part of incision. Each were approx 3 centimeters long. Dermis and subcutaneous layer were open and fascia was visible. No signs of infection were observed. The wound was re-approximated with adhesive strips. The following month the pt returned to the office with the upper part of the wound open. The wound was closed with a non-absorbable suture. Eleven days later the pt returned for a follow-up and the wound is almost completely closed.